Event description:
Procedure type: pancreatectomy, anastomosis of duodenum. According to the reporter: after firing, the instrument appeared to work normally. During the surgical procedure, leaking of intestinal content from the line of resection was observed. Clips were opening from both sides. When removing the clips and using cauterization, the clips heated up, became red, and started to shoot around which could have caused microcracks in the intestine. There was unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).